Event description:
The customer was receiving high blood glucose results. Pt had a lab comparison performed. The customer's device read 267mg/dl and the lab result was 147 mg/dl. No treatment was received. Controls were stated to be in range. A request was made for the return of the suspected device and replacement product was sent.